Event description:
Manufacturer ref.#:262595.

Manufacturer narrative:
Our fse (field service engineer) was on site and could not reproduce the reported event. No parts were replaced in the system. Ventilator passed all functional and safety tests, returned to clinical use. The received internal log shows that on the given event date, the ventilator alarmed respiratory rate: high which confirms the problem description. The received test log shows that the ventilator failed pre-use check on the given event date due to patient circuit. There are no error codes in the technical log that may indicate a ventilator malfunction. Based on previous investigations, the reported event may be due to a clogged filter, however we cannot verify it, since the issue could not be reproduced.

Event description:
It was reported that the ventilator was no ventilating. There was no patient harm. Manufacturer ref.#: (B)(4).